Manufacturer narrative:
Concomitant product: product ID 37085-60, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that at the end of the patient¿s implant procedure impedance testing found ¿impedances were too high.¿ the impedance testing found unipolar electrodes 0, 1, 2, 3, 8, 9, 10, and 11 had impedances ¿>10000 ohms.¿ the system connections were checked at that time; however the impedances values remained the same. In an attempt to troubleshoot the situation, one of the patient¿s extensions was replaced at that time; however, ¿nothing changed.¿ following this step, it was reportedly ¿thought that it might be damaged intracranial electrodes,¿ but no further interventions were performed and the operation was finished. Impedance testing was performed again two days later and it was found that ¿impedances were ok¿ at that time. It was noted the reason why the impedances were too high was because the initial impedance tests were performed ¿while the implantable neurostimulator (ins) was out of the patient¿s body.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.